Manufacturer narrative:
An event regarding wear (trunnionosis) involving a metal head that was mated with meridian stem. The event was confirmed on the basis of mar. Device evaluation and results: a material analysis has been performed. The report concluded: "damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. Burnishing, scratching and third-body indentations were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the subject device has been identified to be within scope of ncand CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that hip was revised and trunnionosis was found at time of revision. All implants were replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that hip was revised and trunnionosis was found at time of revision. All implants were replaced.